Event description:
The pt suffered an impact to their head, on the implant site in 2003. The family member of the pt did not report this to the clinic until january 2005,when they brought the pt in for testing. The implant was completely broken.